Manufacturer narrative:
The reported event of backup vvi was confirmed by analysis. The cause of the backup vvi was multiple rf interrupts caused by an rf ic anomaly. The reported event of premature battery depletion was not confirmed by analysis.

Event description:
It was reported that an asymptomatic patient presented in clinic for follow-up with the device in backup vvi mode. A firmware download was performed, and the device was restored to normal function. Upon interrogation, the device estimated less than 3 months to eri despite an estimate of 4 years in may 2017. On (b)(60 2017, the patient was brought in for generator change, and at the time of the procedure the longevity estimate was over 2 years. The physician elected to proceed with the change. The device was explanted and replaced. The patient was in stable condition before, during, and after the procedure.